Manufacturer narrative:
The case was completed successfully with another implant.

Event description:
Patient states: I had an acl repair with bear implant and had severe allergic reaction that required a loa and a removal of acl.date of surgery not provided.